Manufacturer narrative:
On (B)(6) 2018, haemonetics received a report of an incident involving a burning smell on a nexsys pcs device. The unit was returned to haemonetics for evaluation on may 21 2018. Physical evaluation of the device revealed a faulty capacitor on the user interface carrier subcomponent on the device controller pcb, the capacitor was shorted out and the likely cause of the burning smell that was observed. The failed capacitor created a short between the +5v rail and ground, however there was no observable smoke seen. The short resulted in the audio alarm being disabled on the device, however this does not impact the device's ability to display an error message and pause the procedure if an error were detected. Removing the faulted capacitor resolved the issue of the audible alarm being disabled. Haemonetics will replace the device controller pcb to repair the device. Safety testing will be carried out and the device will be verified to meet manufacturer specifications prior to being returned to service.

Event description:
On (B)(6) 2018, haemonetics received a report from (B)(6) regarding a routine plasmapheresis procedure in which a burning smell was observed by staff prior to the completion of the donation. There were no error messages displayed on the device. The plasma donation procedure was completed successfully. There was no negative impact to the donor's health, the donor left the center in good health. The nexsys pcs machine was removed from service pending evaluation by haemonetics.